Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No blank display were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose value was unknown. Customer stated that they tried to inserting a new battery and insulin pump would not turn on. Customer stated that the contacts on the battery cap are neither missing nor damaged. Customer stated that display did not return. Customer was advised the insulin pump will need to be replaced and was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.